Event description:
It was reported that es2 blocker backed out of screw.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the returned product was visually inspected and no unusual features were found. Furthermore the part was found to be functional as intended, however this is a single use implant and is not recommended for reuse.conclusion: details on the patient¿s lifestyle and health status were not provided. The cause of the reported issue cannot be determined and is multi-factorial.

Event description:
It was reported that es2 blocker backed out of screw.